Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laminaplasty on (B)(6) and a drain was placed in the muscular wall and activated. The drain functioned properly upon first activation. On (B)(6) 2014, the patient pulled the drain tubing out and the drain broke. The patient underwent a reoperation to remove the retained broken drain from the body. A CT scan was then taken and it was confirmed that no broken drain remained in the patient. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation of the piece of returned drain, the fluted part was broken, a piece of material was torn out, and the edges were indented. The drain could break due to pulling with excessive force by the patient.